Event description:
(B)(4). Same case as 2134265-2012-02021; 2134265-2012-02022; 2134265-2012-02023. It was reported that following a coronary artery treatment procedure the patient expired. Lesion 1 was located in the mid right coronary artery with 80% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilatation and placement of a 3.0 x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. Lesion 2 was located in the distal right coronary artery with 80% stenosis and was 30mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.0 x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The right posterior descending artery was treated with angioplasty during this procedure. Intervention to the left anterior descending artery (lad) was planned as a staged procedure. The patient was discharged on aspirin and prasugrel. The patient was admitted in (B)(6) 2010 for planned staged procedure to the lad. Lesion 3 was located in the mid lad with 75% stenosis and was 36mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stenting using a 3.0 x 38mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient was reportedly walking across a parking lot when he vomited and passed out hitting his head on the pavement. Upon arrival of ems, the subject was found to be in ventricular fibrillation. Acls measures were instituted and the patient was defibrillated 4 times. Upon arrival to the ER, the patient was still in ventricular fibrillation. He was intubated and resuscitation efforts were continued. The patient was defibrillated twice and exhibited multiple arrhythmias, including pea, narrow complex tachycardia and bradycardia, which was unresponsive to atropine and required an external pacemaker. Initial cardiac enzymes were within normal limits. The site stated, there was no evidence of myocardial infarction. CT scan of the head revealed facial fractures on the right side but no intracranial hemorrhage. Hypothermia protocol was initiated secondary to severe hemodynamic instability. Bradycardia progressed and the patient had a single chamber temporary pacemaker placed. The family refused cardiac catheterization and possible percutaneous intervention at this time due to the patient's instability. The patient's prognosis was very poor and the family agreed to make the patient dnr. Morphine was given for comfort measures. The patient expired. An autopsy was not performed and the death certificate is not available. The final diagnosis was "sudden death."

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).